Event description:
It was reported that the patient presented to the hospital suffering a myocardial infarction and underwent stenting of the left anterior descending (lad) artery with 3 stents. After deployment of the third stent, a perforation was observed in the lad, and was treated with balloon angioplasty. Repeat angiogram showed a persistent perforation. Angiomax was immediately stopped. Cardiothoracic surgery was called immediately, and preparation for pericardiocentesis was started. An attempt was made to deploy a graftmaster stent to seal the perforation; however, it was impossible to get it through the proximal stent in the lad. After multiple attempts and due to aggressive efforts to get the stent down into the lad, the stent implant was actually lost in the left main (lm) into the proximal lad. Attempts to snare the stent were not successful, and eventually the patient crashed. Pericardiocentesis was attempted multiple times; however, the first 2 times were not successful, with a needle actually being in the right ventricle. As the cardio cardiothoracic surgeon was present, the chest was opened up creating a window. The patient came back, and a balloon pump was placed, the patient was intubated and CPR was performed. A balloon was used to crush the dislodged stent implant in the lm and lad to create some flow. There was some flow, but due to the fact that patient's heart was not moving much, it could not be assessed. The patient emergently went to bypass surgery, in critical condition. After surgery, the patient was transferred to the intensive care unit and after being monitored closely is being discharged to home on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4): excessive force . It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the rx graftmaster instructions for use cautions: if resistance is encountered, do not force passage. Resistance may indicate damage to the device or movement of the stent on the balloon. In this case, the application of force likely contributed to the stent dislodgement.